Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a brim cap detached issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was leaking back quite a bit of blood and it was noted that the orange brim cap separated from the hub. The sheath was replaced and the issue was resolved. The procedure continued and was completed. There was no patient consequence reported. Additional information was received on the event. The orange brim cap separated from the clear plastic hub. It is unknown if the hemostasis valve (gasket) broke into two or more separate pieces. The sheath was being used on the patient and no air entered the patient¿s body. The issue did not require percutaneous, surgical removal or surgical intervention. Blood return was observed and the approximate volume of blood that was lost was minimal. Patient hemodynamics were not compromised due to bleeding. The event was assessed as a MDR reportable brim cap detached issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 10-mar-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a brim cap detached issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was leaking back quite a bit of blood and it was noted that the orange brim cap separated from the hub. The sheath was replaced and the issue was resolved. The procedure continued and was completed. There was no patient consequence reported. Additional information was received on the event. The orange brim cap separated from the clear plastic hub. It is unknown if the hemostasis valve (gasket) broke into two or more separate pieces. The sheath was being used on the patient and no air entered the patient¿s body. The issue did not require percutaneous, surgical removal or surgical intervention. Blood return was observed and the approximate volume of blood that was lost was minimal. Patient hemodynamics were not compromised due to bleeding. The device evaluation was completed on 16-mar-2022. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the brim cap was detached from the hub. Also, the hemostatic valve was found detached per the brim cap detachment. Microscopic examination in the hub surface has shown evidence of adhesive that shows that the components were attached. At this time is not possible to determine the root cause of this condition; however, based on the information provided, the condition reported may have origin in some place external to the manufacturing environment. A device history record was performed and no internal actions related to the reported complaint were identified. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that the hub has glue residues and this shows that the brim cap was attached to the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the brim cap detachment. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).